Event description:
The complaint alleges that the consumer was crossing the hospital floor with his walker when one of the front legs allegedly broke into 2 pieces, causing the consumer to fall to the floor. The fall allegedly resulted in injuries that led to the amputation of his right leg below the knee.

Manufacturer narrative:
Manufacturer received summons alleging incident. Photos were received and no determination could be made, no visible serial number was provided in photos. Age of device is unk. Consumers physical condition prior to incident have not been provided. Actual product inspection has not been established. MDR filed based on injury.